Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the load fill tubing issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer inadvertently performed the load sequence while connected to the site. The customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use pump for insulin therapy.